Event description:
Additional information was received from a manufacturer's representative on 2017-may-27. It was indicated on the pump refill and/or reprogramming checklist from (B)(6) 2017 that the elective replacement indicator (eri) was 10 months and the volume amount refilled on updated telemetry was 40 ml. The new alarm date was indicated to be on (B)(6) 2017 and the next refill appointment was scheduled for (B)(6) 2017. The provided pump logs show that a low battery reset occurred on (B)(6) 2017 at 04:13. The pump was in safe state. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 1177.5 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient had increased spasticity and an increased temperature. It was noted the pump was alarming and the logs showed a low battery reset and the pump was in safe state at minimum rate. The event date was noted to be (B)(6) 2017. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A pump replacement was scheduled and occurred. The event was noted to be resolved and the patient was considered to be "alive - no injury." No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was a low battery reset with an undetermined cause. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.